Manufacturer narrative:
Reason for reoperation: use-error.

Event description:
Healthcare professional later reported "poked the implant with needle" (use-error).

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture-ndr/use error: not observed. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". Healthcare professional later reported "poked the implant with needle". This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture". This record is for an unknown side. The device remains implanted.

Event description:
The device was explanted.